Event description:
On (B)(6), 2010 a doctor reported that a patient lost a sybronpro tl implant approximately one and a half years after placement due to peri-implantitis. This is the second of two reports.